Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that runs of asystole were noted on a surface telemetry strip. The lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced.